Event description:
Non- integration. Implantation according to the protocol, proceed without complications, removal of the implant along with the prosthesis. Patient; female age 62.

Event description:
Non- integration. Implantaion according to the protocol, proceede without complications, removal of the implant along with the prosthesis. Patient; female age 62.